Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the sample probe bent. The fse replaced the sample probe to resolve the issue. The fse performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with a g flag on multiple chemistries including alanine aminotransferase (alt), alkaline phosphatase (alp), aspartate aminotransferase (ast), gama-glutamyl transferase (ggt) total protein (tp) albumin (alb), direct bilirubin (dbil) and total bilirubin (tbil) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for this patient.